Event description:
It was reported that: "pt had revision due to the head dislocated from the liner."

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.